Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023).

Event description:
It was reported that during a recanalization procedure through the superficial femoral artery, the catheter was allegedly jammed on to the guidewire. It was further reported that the catheter melted on wire. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure through the superficial femoral artery, the catheter was allegedly jammed on to the guidewire. It was further reported that the catheter melted on wire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one14s crosser cto recanalization catheter loaded onto an unknown guidewire was returned for evaluation. The catheter was examined under microscope and no signs of melting was noted. Some areas of the catheter were noted to look burnt. Bunching was also noted to the catheter proximal to the distal tip. No functional testing was performed due to the condition of the returned device. Therefore, the investigation is confirmed for the reported melted and identified material deformation issues. However, the investigation is inconclusive for the reported device-device incompatibility as the reported event cannot be reproduced. A definitive root cause for the reported melted, device-device incompatibility and identified material deformation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.